Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion was located in an unspecified vessel. The physician advanced the taxus express2 2.5x24mm drug eluting stent, but was unable to cross the lesion. The proximal edge of the stent was lifted up when he attempted to withdraw the device inside the guide catheter. The device was removed from the pt. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory.